Event description:
A malfunction alarm was reported by the customer, with malfunction code 0 being displayed. There was no reported impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in completing the reset, after which the issue did not recur. The customer was instructed to contact technical support again if the malfunction code reappeared and has continued to use the pump without further issues.